Event description:
It was reported by service report that the cot had broken welds on the x-frame causing the legs to no longer retract. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Welds on x-frame.